Manufacturer narrative:
Conclusion: the valve remains implanted; therefore no product analysis could be performed. Images were not received to review. The instructions for use (IFU) informs the user that during deployment, shortly after annular contact, the blood pressure will be reduced until approximately the 2/3 deployment point, when the bioprosthesis leaflets are exposed and are functioning. It¿s unknown if the patients pre-existing comorbidities caused the severe pressure drop and unstable condition after the valve was implanted. Hypotension and unacceptable hemodynamics are known potential adverse effect per the IFU. They are an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Per the event description, it was reported that the pvl was due to the calcification present in the native annulus. The valve was then post dilated resulting in valve dislodgment. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. Dislodge events are typically not related to a device malfunction. It was reported that a decision was made to snare the valve after the valve was dislodged; though use of a snare to reposition the valve after deployment is complete is not recommended per the IFU. The IFU states that, ¿physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended except in cases where imminent serious harm or death is possible. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿ the report of patient death at implant was ascertained as being related to the patient¿s comorbidities; the mitral insufficiency and the highly calcified aortic stenosis that had not been treated for ten years. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the death and the valve could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Review of the device history record (DHR) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that following valve implant, moderate paravalvular leak was noted due to the calcification present. Per the physician, the cause of death was related to mitral insufficiency and highly calcified aortic stenosis that had not been treated for ten years. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with a highly calcified degenerated aortic valve and poor left ventricle function, a pre-balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon. The valve was implanted while the patient was in severe pressure drop and an unstable state. After the valve was implanted, aortic insufficiency was noted as a result of the calcification present. The valve was post dilated using a 20 mm non-medtronic balloon. Following the dilation, the valve dislodged into the aorta. The valve was snared. A second, non-medtronic transcatheter bioprosthetic valve was quickly implanted. The patient did not tolerate the procedure and was not able to recover. Subsequently, the patient died.